Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately two weeks post implant, the patient presented with palpitations, edema, nausea and dyspnea. Sensing and capture failure of the his lead was observed on the electrocardiogram. A chest x-ray was performed and the his lead was found to have dislodged. The lead was explanted and a new lead was implanted into the right ventricle. The patient is a participant in (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high impedance was also observed on the his lead.